Event description:
The surgeon was using the needle tip with the electrosurgical handpiece during the procedure; brand: conmed., ref# 138105, lot # 110114. The handpiece was plugged into the argon beam unit and the settings were for coagulation and cut, set to 40/40 and on blend. The needle tip was found to be melted after use by the surgeon. Biomed engineering was informed and came to inspect the needle tip and argon beam electrosurgical generator. Biomed evaluated the argon beam machine and found it to be in proper working function. Biomed determined that the current settings used for this handpiece needle tip exceeded recommended settings of 25 w. Settings as noted were 40/40. Communication to all surgeons by the surgical qa chair regarded the proper settings intended for the specific needle tip. There is no indication on the needle tip packaging to indicate the proper settings for the generator. Nor are there recommendations from conmed as to specific settings for specific needle tips.